Event description:
An optometrist reported a pt with slow vision recovery and decreased best corrected visual acuity in the right eye two months following lasik treatment. The pt reported blurry vision with shadowing. In a follow-up with a technician, she indicated the pt is not scheduled to be seen again until (B)(6) 2013.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).